Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure the injector went pass the lens and the lens had to be inserted manually, the surgeon had to break the injector to get the lens but the surgeon realized that the lens was damaged and replaced it with another lens. There was no patient harm reported. Additional information has been requested.